Manufacturer narrative:
The pump remains implanted. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that a patient received a pump exchange due to a suspected thrombus. It was reported the pump will not be returned to the manufacturer. There was no other information reported at this time. Investigation is in progress.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a drop in power consumption. Analysis of the explanted pump by the site did not reveal thrombus. A stenosis was identified by the sudden flow drop and the discrepancy between the pulsatility of the flow and the pressure curve. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received from the site reported that the patient came from home short of breath; he presented with heart failure symptoms and was hospitalized. The hospital reported that retrospectively the flow was decreased since (B)(6) 2015, there was a sudden drop in the flow curve. An occlusive thrombus was suspected. Anticoagulation was uncontrolled; "at home, hospital: inr 2.1". Risk factors for thrombus were reported as heparin induced thrombocytopenia and obesity. The patient did not receive any treatment prior to the exchange of the pump. An analysis done at the site was received and reported the following: hemolysis parameters were just slightly increased compared to previous values. Pump thrombus on the rotor was excluded by acoustic analysis. A backwash maneuver with carotid protection was performed without success; original flow could not be restored. During this procedure, the patient became unstable; therefore a pump exchange was performed. After the pump exchange the flow was not significantly higher. No occlusive thrombus was noted on the rotor after pump exchange. There were "no sander marks" on the pump housing. Further hemodynamic examinations were suspicious for stenosis in the flow path; thrombus formation in the inflow cannula and pump were excluded. The catheterization lab report indicated that it was difficult inserting the catheter in the outflow graft from the ascending aorta. When the catheter was inserted in the outflow graft the pump flow fell down significantly (further decreasing of an already reduced diameter by the catheter). When the contrast fluid was administered there was a light contrast at the area of the anastomosis. It was reported that "normally a thrombus in the outflow graft reduces the pump flow over time (the thrombus grows; it cannot float in the graft without floating in the pump and causing thrombus formations inside the pump". The pressure in the graft was significantly higher than in the artery caused by a stenosis/thrombus formation at the aortic anastomosis. The anastomosis area was stented. The flow went up to 5.7 l/min at 2700rpm. It was reported that no further information is available and the pump will not be returned. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts and potential causes that may result in poor vad filling which includes poor vad filling, high blood pressure, hypovolemia, inflow or outflow obstruction. With review of the available information, there is no indication of any device malfunctions or performance issues related to the event. As reported, this patient's previous history of thrombus, uncontrolled inr at the time of the event, heparin induced thrombocytopenia and obesity are identified factors that put this patient at greater risk for this type of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.